Event description:
It was reported that the device was unable to connect to the leads during the implant procedure. The patient received no adverse consequences. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported connector anomaly was not confirmed in the laboratory. Lead bore dimensions were verified to be within specification and test leads were able to be inserted into the ra and rv lead bores.